Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were off the bus, likely due to lose or unseated row board cables and retractor band issues. A field service engineer reseated the row board cable at the back of the drawers and reseated the retractor bands on both drawers 3.1 and 3.2. The faulty pocket in drawer 3.2, which showed a muscle wire error, was removed. The station was powered down, and the row board cable to the cubie trays for drawer 3.1 was restored. The pockets that had shown error messages were reinserted. All pockets were tested in diagnostics, and all remaining pockets passed. The unit was inspected, and no further issues were found. As part of the final adjustments, the barcode flex arm was tightened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It had been reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was unable to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.